Event description:
The pump overinfused while in use on a pt. Pump was programmed to admin 1900 ml bag of tpn over a 12 hr period. Pump alarmed at 11 hrs. No pt injury has been reported. Pump will be returned for evaluation.

Manufacturer narrative:
Device has been requested for evaluation.